Event description:
It was reported that stent movement on balloon occurred. The 99% stenosed target lesion was located in the non calcified unspecified vessel. A 2.25mm x 16mm promus element plus stent was advanced to the target lesion however, it was noticed that the stent moved on the balloon of the stent delivery system. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor (B)(4).